Event description:
Caller reported damage to the pump housing and usb port. There was no reported impact on the customer¿s blood glucose level. Tandem technical support resolved the issue by arranging for a replacement pump, confirming the customer's shipping address, and providing instructions for returning the damaged pump. The customer was informed about the pump replacement, although they declined to share what type of backup therapy would be used in the meantime.